Manufacturer narrative:
Currently, it is unk whether or not the device may have cause or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 380 mg/dl. The customer experienced nausea, weakness and fatigue prior to admission. It was also reported that the insulin pump had intermittent button response. Nothing further was reported.